Manufacturer narrative:
Customer states unit is not working properly. Examined unit. Customer had several burs with the hand-piece and 1 of the burs appears to have over-heated (slightly melted). Operated the handpiece to observe any physical damage or unusual sounds and there were none. Disassembled the handpiece and noticed the rear motor drive shaft was discolored and bearing was corroded, but otherwise, working ok without any issues. As a precautionary measure, replaced motor / cable assembly and tested to specifications. There were 3 devices (2 burs and 1 handpiece) being used in this surgery, we are submitting 3 mdrs for the same event. List of products involved: microdebrider 1899200 m5 rohs, serial # (B)(4). Unk. Prod. ID/ drill bur unk. Prod. ID/ drill bur this is same event as regulatory report #: 1045254-2020-00634 and 1045254-2020-00639. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that during procedure while using the hand piece in a case, it suddenly stopped drilling and the tip broke. They swapped to a quad cut tip and changed to oscillate. The new tip was working on/off then suddenly worked at full strength and removed some tissue from the eyelid and inner corner of the upper eye.